Manufacturer narrative:
(B)(4) surgical procedures. Leiomyosarcoma. Leiomyosarcoma occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that a patient underwent a laparoscopic supracervical hysterectomy and bsoo for the removal of uterine fibroids on (B)(6) 2010 and a morcellator was utilized to remove tissue. Extensive leiomyosarcoma was revealed. On (B)(6) 2010, the patient had an exploratory laparotomy, trachelectomy, bilateral pelvic lymph nodes omentectomy and appendectomy and there was no residual evidence of the disease at that time. On (B)(6) 2010, the patient underwent 3 cycles of chemotherapy and had a radical tumor debulking, rectosigmoid resection with end colostomy and hernia repair. The cancer continued to spread and the patient died on (B)(6) 2011. No additional information was provided.